Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient expereinced recurrent infections and was subsequently treated with oral antibiotics (date and duration not reported).

Manufacturer narrative:
(B)(4). Per the clinic, the patient was treated with PICC line and IV antibiotics (date and duration not reported) for the recurrent infections at the implant site.

Manufacturer narrative:
The correct brand name is cochlear baha attract system, not flange fixture and abutment as previously reported. The correct 510(k) code is k131240, not k955713 as previously reported.